Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the retractor sleeve ripped upon removal when a grasper was being removed. No pieces fell into the patient. The surgeon dislikes and refuses to use the retractor protector because of the increased drag force. The case was complete, therefore there was no need for another device to be used. No adverse consequences reported.